Event description:
The customer reported that during a cystoprostatectomy, sealing could not be done. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury. The site was unable to provide more information as to whether there was an end tone or a regrasp alarm when there was no seal.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.